Manufacturer narrative:
(B)(4). Based on our follow-up with the heath-care provider, it was learned that the explant was due to endocarditis; the heath-care provider also noted thrombus. Per heath-care provider, the explant was not related to any device malfunction or quality deficiency. Per the operative report, the patient had a history of mitral valve endocarditis, status post re-replacement with prosthetic valve dysfunction, significant gradient, multiple embolic events, and valve endocarditis versus thrombosis, questionable extension to the aortic valve and severe tricuspid insufficiency. Of note, an aortic valve replacement was also performed using a non edwards valve. A tricuspid valve repair was also performed using a 28mm edwards annuloplasty ring. Unfortunately, the subject devices were not returned, therefore, the source of the reported endocarditis cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the op report, ¿the patient had a history of mitral valve endocarditis.¿ no further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.